Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 39 occurring during testing. Successfully downloaded history files and traces using thump. Pump error 39 occurred several times on (B)(6) 2025 06:48:00.000 until (B)(6) 2025 23:54:10.000 found in the history files. Unable to confirm high bgs. Pump was cut open to perform visual inspection and found a jammed motor gearbox. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Pump error 39 was confirmed during testing and due to a jammed motor gearbox. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 39 (motor current error detected). Blood glucose value at the time of the event was 351 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-332a, and mmt-441ag. Troubleshooting was partially performed. Alarm history confirmed pump error 39; the customer was able to clear the alarm but unable to complete the rewind. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-441ag.